Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported an automated impella controller in a 70 year old female patient. Aic failure noted during priming and z.eroing of impella 5.5. Switched to aic after pump inserted and started pump failure noted on aic. Decision made by surgeon to explant current 5.5 and replace with new 5.5.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The console (B)(6) was tested, but the reported issue could not be reproduced. No performance irregularities were observed during testing. Additionally, the console was manually power-cycled several times without any issues. No power supply interruptions were detected between the pbm, 4-in-1, and impellatronic pca assembly. The console was tested with both the pump and purge cassette for several hours, and no abnormalities were observed. Furthermore, the pump was repeatedly disconnected and reconnected during testing, and each time the pump was successfully recognized. The root cause of the issue ¿device insertion and startup resulted in a 'device failure' alarm on aic¿ could not be determined, as the reported behavior could not be reproduced during testing.